Event description:
It was reported that, an 840 ventilator had an air psol stuck error. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) inspected the device and swapped the psol valves. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Device evaluation: one proportional solenoid (psol) was returned to medtronic for further analysis. The psol was installed into a failure investigation test ventilator and when powered up, ventilator failed est for error code (B)(4) (air psol leak). A teardown of the psol was conducted and a visual inspection of the removed poppet under a microscope showed contamination on the concentric circles of the poppet next to the pole piece which is the sealing ring, there was also contamination on the psol base. The contamination caused the poppet not to seal and thus generate the failure in est. The root cause of the observed condition was determined to be contamination. The failure relates to the reported complaint event. No corrective actions were taken since the event included in monitoring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.